Event description:
It was reported the patient failed to charge the device as recommended. In turn, the ipg failed to establish communication with external devices. The ipg was deemed inoperable. Surgical intervention was undertaken on (B)(6) 2019 wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.